Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2011. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "unspecified treatment for an infection." Healthcare professional also reported ¿patient experienced mild tenderness,¿ "mild erythema," "mild delayed wound healing," and "mild nodule broadenoma"; these are not device related. Device has been explanted.